Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus procedure; troubleshooting was not possible as this was a past event. The customer stated that she had been experiencing high blood glucose levels in the morning. She also reported that her doctor made some basal adjustments in her settings. The blood glucose reading was not available, since the complaint was received as an email message. The customer had refused to speak with a representative at the time of the call. Nothing further reported.